Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a wire perforation at the left ventricle (lv) occurred. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device is not returning.

Event description:
As reported, it was a case of a 23mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, a wire perforation at the left ventricle (lv) occurred. A drainage was performed and the patient was moved to open heart surgery to treat the lv perforation. The patient was stable and was transferred to ccu.

Manufacturer narrative:
A supplemental MDR is being submitted for correction base on additional information received. Per initial report, it was a case of a 23mm sapien 3 valve, in aortic position by transfemoral approach. During procedure, a wire perforation at the lv occurred. The perforation occurred when the physician placed the guidewire into the left ventricle before the advancement of the ds, but it was not noted, and the procedure continued. After finishing the valve deployment and checking with echo, the perforation was noted. A drainage was performed, and the patient was moved to open heart surgery to fix the lv perforation. The patient outcome was good. As per the additional information, the perforation was due to the guidewire and the edwards devices were not inside the patient. Based on this information, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.